Manufacturer narrative:
No pt info as no pt was present. Medtronic rep replaced microscope bracket per RMA. The scope was then calibrated with the treon and systems were working as intended. No pt present.

Event description:
Medtronic rep called to report the zeiss microscope bracket was loose during calibration. Event did not occur during surgery and no pt was present.